Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ulcers were cut out to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported the patient experienced an ulcer at the anchor site. Surgical intervention took place wherein the system was explanted.